Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 01/21/2020. Device evaluation summary: according to the information received, it was reported a patient wants her implant removed due to the way it looks. The device was visually inspected, and it was found with no apparent damage. No anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with a 700cc mentor memorygel breast implant. Postoperatively, the patient was dissatisfied with the aesthetic look of her right breast. As a result, the patient's impacted device was explanted on (B)(6) 2019 and replaced with a like device (catalog number shpx700, serial number (B)(4)).